Manufacturer narrative:
A field service engineer (fse) followed up with the customer and there were no other reported issues. The customer had removed the broken instrument with the cannula and completed the procedure. The robotics coordinator confirmed the issues and reported no problems with the system, only the instruments were broken, and fragments were recovered and removed. No site visit was conducted. The system was working properly, and no additional action was required. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the clinical sales associate (csa) called into technical support (ts) from offsite with the customer on a three-way call. The csa stated that the instrument was inside the patient, not grasping any tissue, the arm was yellow, and the instrument could not be removed from the arm. The customer believes that the instrument could have possibly been broken at the point of the articulation as the customer is not able to remove the instrument. The customer said that the instrument release tabs were not working, and with the instrument being possibly broken, there could be fragments that fell into the patient. The technical service engineer (tse) reviewed the system logs and found no arm issues. The tse suggested trying to straighten the instrument jaws with another instrument, but the customer mentioned that they had already tried that and were unsuccessful. In the middle of the call with the csa and the customer, tse lost the call due to the csa getting off the phone. The tse called the hospital directly and got through to the operating room (or) having davinci issues. The or circulator said that they had pulled the whole port and instrument out of the patient and replaced the cannula and instrument. The surgeon was currently continuing with the procedure. The customer mentioned that they had to manually remove the broken fragments that could be observed. The tse was unsure if a secondary test would be performed to verify that there are no additional fragments still inside the patient and whether the patient suffered injury from the fragments. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the clinical sales representative (csr) provided images of the prograsp forcep involved with the reported issue. According to the csr, the fragments were retrieved by the surgeon, and there was no additional surgical procedure required to remove the fragment. The csr noted that the prograsp forcep was inspected prior to use and there was no damage and the instrument was in use for an hour before the reported event occurred. The surgical task being performed at the time of the fragment falling inside the patient was grasping. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The csr was not aware if the instrument collided with any other instruments or other hard material during the surgical procedure. At the time of the breakage the wrist would not allow the instrument to be straightened, and the surgical staff felt resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument will be available to be returned for isi evaluation. There was a procedure delay of about 30 minutes. The procedure was completed robotically with no patient injury or harm.